Event description:
(B)(6) received information that approximately 1.5 months following the implant of this edwards aortic valve, atrial flutter with questionable ventricular tachycardia/ventricular fibrillation occurred. The patient died the following day. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).